Manufacturer narrative:
H11: additional information was received, and the file was reassessed for reportability and determined to be reportable as serious injury. Manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one 5fr powerline s/l catheter was received for evaluation. Gross visual, microscopic, tactile and functional evaluations were performed. The fracture found on the extension leg, proximal to the luer was noted to be small. Upon infusion, a small leak was observed from the catheter luer while water exited the distal end. Hydrostatic pressure was applied by clamping the distal end of the catheter while infusing to observe for leaks. A leak was observed from the catheter luer. Therefore, the investigation is confirmed for the reported fluid leak issue and identified fracture issue. The definitive root cause could not be determined based upon available information. Labelling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. B1, b5, g3, h1, h6 (patient, device, component, method, result). Section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
A 46-year-old female patient underwent a chronic catheter placement procedure using power line central venous catheter. During the procedure, the line was allegedly found leaking around where the tubing goes into the purple hub on the end. It was further reported that the patient who allegedly experienced sight and appeared to be potentially infected. Reportedly, the device was replaced. The current status of the patient is unknown.

Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records will be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
A patient underwent a chronic catheter placement procedure using power line central venous catheter. During the procedure, the line was allegedly found leaked around where the tubing goes into the purple hub on the end. There was no reported patient injury.